Event description:
The user facility reported that water was leaking from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the washer and found the drying piston valve to be broken. The technician repaired the washer, ran a test cycle and confirmed it to be operational. No additional issues have been reported.